Event description:
The tech alleged the bed had no bed functions or power and the communication cable had been cut exposing bare metal wires. No injury reported.

Manufacturer narrative:
The tech found the fuses were blown on the power control module. The tech did not know how the communication cable had gotten cut and he did not see any evidence of the communication cable being run over or dragged. The tech replaced the fuses and the communication cable was removed from the bed to resolve the issue.